Manufacturer narrative:
Visual inspection confirmed the reported condition. The device history record for the lot has been reviewed, and it appears that the lot in question was produced, inspected, and packaged within established and validated process parameters. The device was used for treatment. The femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the implant was opened the packaging was noted as being stuck to the implant.